Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a cryo-ablation procedure using a polarx catheter phrenic nerve palsy (pnp) was identified in the patient. In the recovery room the patient reported experiencing shortness of breath. An x-ray was taken, and it was found the right side of the diaphragm was elevated. The diagram had been monitored during the procedure and the palsy had not presented until after the procedure had been successfully completed. No interventions took place, however, the patient was hospitalized, and the event is still considered on going. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.